Event description:
It was reported that during an acl reconstruction procedure, a guide wire became lodged in the bone. Further the guide wired then broke and was partially unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during an acl reconstruction procedure, a guide wire became lodged in the bone. Further the guide wired then broke and was partially unable to be retrieved.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The most likely root cause in this event was over insertion of the guide wire into the tunnel, so that it became stuck and broke when torque was applied inserting the tap. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.